Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0358311. Medical device expiration date: 2021-03-24. Device manufacture date: 2020-12-23. Medical device lot #:0365665. Medical device expiration date: 2021-04-02. Device manufacture date: 2020-12-30.

Event description:
It was reported that while using 11 bd bbl¿ macconkey ii agar atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer is stating the bd agar plates have incorrect lactose fermentation color on them when compared to another un named brand of plates they are using. This was the first time they ordered this bd agar. They did not run qc on the plates or validation studies. No plates of this lot number remain for customer to run qc or validation as they have used the remainder of both of the lot numbers. They are not claiming there were erroneous results or patient treatment was changed due to this issue they are stating. The photos provided by the customer are comparing growth on bd plates to growth on another brand of agar plates they did not disclose the brand of. All organism they claim are showing the lactose fermentation color problem are wildtype specimens obtained from patient samples. They did not test any atcc strains on the media."

Manufacturer narrative:
H.6. Investigation: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history records for batches 0358311 and 0365665 were satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained at www.bd.com/regdocs. Macconkey ii agar is stability tested biennially for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis. All performance testing on these batches were satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on either batch 0358311 or batch 0356665 for performance. Retention samples from batches 0358311 and batch 0356665 were not available for investigation. Five photos were received for investigation. Three photos are for complaint (B)(4); each shows the agar surface of two chocolate brown agar plates. The other two photos each show the bottom of four plates with growth. In one photo two plates are from macconkey agar batch 0358311 (time stamp 2026) and the other photo, two plates are from batch 0365665 (time stamp 1254). It is described that each photo shows the same inoculum in each plate but that the pink color of the colonies in plates from batches 0358311 and 0365665 is not an expected reaction. This investigation cannot make conclusions about performance from photos alone. No return samples were received for investigation. Quality control procedures are available for this product on www.bd.com to aid with visualizing the expected reactions of this product. This complaint cannot be confirmed. Bd will continue to trend complaints for performance. H3 other text : see h.10.

Event description:
It was reported that while using 11 bd bbl¿ macconkey ii agar atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer is stating the bd agar plates have incorrect lactose fermentation color on them when compared to another un named brand of plates they are using. This was the first time they ordered this bd agar. They did not run qc on the plates or validation studies. No plates of this lot number remain for customer to run qc or validation as they have used the remainder of both of the lot numbers. They are not claiming there were erroneous results or patient treatment was changed due to this issue they are stating. The photos provided by the customer are comparing growth on bd plates to growth on another brand of agar plates they did not disclose the brand of. All organism they claim are showing the lactose fermentation color problem are wildtype specimens obtained from patient samples. They did not test any atcc strains on the media."